Event description:
Reportedly, when the electrode was inserted into the working element, it would not "seat" properly. Arcing was observed in the actuation block at the proximal end of the electrode when the electro-static unit was activated. There was no tissue effect and no reported pt injury.